Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip detaching from one leaflet. It was reported that this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. One clip was implanted without issue. A second clip delivery system (cds) (11014r283) was advanced and placed on the tricuspid valve. While establishing final arm angle (efaa), the clip relaxed greater than 10 degrees. When going one full turn in the open direction, the clip opened. Under echo the clip was again closed to 60 degrees, locked, and completely closed. When performing efaa again, the clip opened again. The clip was then closed, locking at 60. That time, it relaxed to at least 10 degrees but the lock held. The physicians decided to deploy the clip. Upon deployment, it opened to about 30 degrees but remained stable on both leaflets. A third clip (11014r281) clip was placed however once deployed it appeared stable at first but soon came off the septal leaflet (single leaflet device attachment (slda)). Per the physician, the slda was due to tethered leaflets and large coaptation gap. The procedure was completed at this time with the tr reduced to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of lot-specific similar complaints did not indicate a lot-specific quality issue. Based on the available information, the reported incomplete coaptation/slda appears to be due to challenging patient anatomy. The off-label use was due to the mitraclip device being used on the tricuspid valve. It should be noted that the mitraclip g4 system instructions for use (IFU) states: the mitraclip g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr = 3+) due to primary abnormality of the mitral apparatus [degenerative mr] in patients who have been determined to be at prohibitive risk for mitral valve surgery by a heart team, which includes a cardiac surgeon experienced in mitral valve surgery and a cardiologist experienced in mitral valve disease, and in whom existing comorbidities would not preclude the expected benefit from reduction of the mitral regurgitation. The off-label use is not confirmed to have contributed to the reported slda. There is no indication of a product issue with respect to manufacture, design, or labeling.